Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified left common femoral vein. Three 18-6/5.8/75 xxl esophageal balloon catheters were advanced for dilatation consecutively. The first balloon was inflated at 2 atmospheres for 3 minutes; however, the balloon ruptured. The second balloon also ruptured after being inflated at 3 atmospheres for 2 minutes. The third balloon also ruptured after being inflated at 2 atmospheres for 2 minutes. The device was removed over the wire and the procedure was completed with another of the same device. No patient complications were reported.